Manufacturer narrative:
One device was returned for repair in used condition. There was no exterior damage to the device. No alarm in the event history pertaining to primary reported problem. This is the first time the device has been in for repair. The pump powers up with double beep, duplicated reported problem. The cause is the downstream occlusion (dso) nub is worn. Replaced the dso to correct the issue. The device passed all functional tests after the repair.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a double beeping. Per reporter, the event occurred during testing. There was no patient involvement, and no harm/adverse event was reported.